Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported aviva system blood glucose results of 554 mg/dl and 106 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.